Event description:
An alarm was reported by the customer, who experienced multiple occlusions over the past week, leading to a high blood glucose reading. The exact value of the blood glucose level was not provided, but it was indicated as "high." The customer addressed the high blood glucose by administering a correction bolus through the pump and additional insulin manually. The occlusion alarm was cleared, and insulin delivery resumed. There was no need for third-party assistance.